Event description:
It was reported that during a right laparoscopic pyeloplasty and de-roofing right renal cyst procedure, the min/max power buttons were sticking down when the button was no longer being pressed by the surgeon causing energy to activate unintentionally. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.